Manufacturer narrative:
B3: bsc aware date used as event date is unknown. D6a: estimated as it was reported that the event occurred 3 years post implant.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately three years post-implant the patient experienced a stroke. No further information is available at this time.